Manufacturer narrative:
The device was received by resmed for an engineering investigation. Review of the device logs did not confirm the reported complaint. Performance testing could not reproduce the reported failure and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge to full capacity. There was no patient injury reported as a result of this incident.